Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the stretchy part that is inserted into the pump had a hole in the tubing and the tpn was leaking out while in the nicu. There was no harm.

Event description:
The customer reported that there was a hole in the segment of the tubing that is inserted into the pump, resulting in a leak. The event occurred in the nicu with tpn infusing at 8 ml/hr. There was no patient harm.

Manufacturer narrative:
No product received greater than 45 days. No product will be returned per customer. The customer complaint of hole in silicone segment and leaked could not be confirmed due to the product was not returned for failure investigation. The customer provided a photo of a set inside its packaging package. No issues were observed per photo received by the customer. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported that there was a hole in the segment of the tubing that is inserted into the pump, resulting in a leak. The event occurred in the nicu with tpn infusing at 8 ml/hr. There was no patient harm.